Event description:
It was reported via sprinkler that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately 11/28/2024, the patient stated that the cgm won't stay calibrated. The patient stated that there is a difference in over 40 in their readings which caused them seizures and convulsions. The patient stated they were flown to the hospital. No further event details were provided. Multiple follow up attempts to gather additional information was performed but contact was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B/)(4).